Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Both cylinders passed microscope inspection and leakage testing with no damage or abnormalities observed. The ms pump passed visual inspection and leak testing with no issues noted. Functional testing revealed the ms pump failed deflation test 2. Based on the available information and analysis results, the failure of the ms pump that did not pass deflation test 2 could have caused or contributed to the device being removed; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a non conformance was identified. See additional manufacturer narrative for full investigation details.

Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Both cylinders passed microscope inspection and leakage testing with no damage or abnormalities observed. The ms pump passed visual inspection and leak testing with no issues noted. Functional testing revealed the ms pump failed deflation test 2. Based on the available information and analysis results, the failure of the ms pump that did not pass deflation test 2 could have caused or contributed to the device being removed; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) had the device implanted and initially inflated; however, after approximately four to five pumps, the pump became difficult to operate, and the device achieved only partial inflation. The issue was attributed to the device being potentially oversized proximally, which restricted inflation and increased pressure on the pump. The device was explanted and replaced with a smaller size on the same day, after which normal function was observed without complications. There were no reported patient complications.

Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Both cylinders passed microscope inspection and leakage testing with no damage or abnormalities observed. The ms pump passed visual inspection and leak testing with no issues noted. Functional testing revealed the ms pump failed deflation test 2. Based on the available information and analysis results, the failure of the ms pump that did not pass deflation test 2 could have caused or contributed to the device not being implanted; therefore, a conclusion code of caused traced to component failure was assigned to this investigation. Upon receipt of additional information and further review by the manufacturer, it was determined that this event no longer meets the reporting criteria for the device in question, as there was no patient adverse event or device malfunction that required medical or surgical intervention to prevent patient harm. Additionally, there is no information to reasonably suggest that the reported malfunction, or their recurrence, could cause or contribute to death, serious injury, or serious deterioration in the health of a patient, user, or other person.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) had the device implanted and initially inflated; however, after approximately four to five pumps, the pump became difficult to operate, resulting in only partial inflation. The issue was attributed to the device being potentially oversized proximally, which restricted inflation and increased pressure on the pump. The attempted implant was replaced with a smaller device during surgery. After which normal function was observed without complications. There were no reported patient complications.